Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the pump unexpectedly shut off. Reportedly, the customer may have accidentally put the pump into storage mode. Customer changed the cartridge and resumed insulin delivery. The customer did not know if blood glucose levels had been impacted.